Manufacturer narrative:
The device was not in clinical or therapeutic use at the time of the event, and no patient or user harm was noted. Multiple attempts to retrieve the device use context have yielded no response from the customer. The rse provided the customer with a quote, but the quote had expired. Multiple attempts to retrieve device repair or diagnostic information have yielded no response from the customer. Philips provided no service. It is unknown if any parts or repairs have been conducted. The root cause can not be determined in the assessment of this complaint due to the lack of further information furnished by the customer. If new information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
Date of report: 19jul2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
It was reported to philips by a customer that the unit had some jittery numbers for settings flickering on screen. The patient or user involvement is unknown but has been requested. No patient or user harm reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated the nav-ring was defective. The rse confirmed issue is with nav ring assembly and sent a quote by email to the customer. Other information is pending.